Manufacturer narrative:
(B)(4). Date sent: 1/15/2020. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported by the sales rep that, during an unknown procedure, the device kept vibrating although the activation switch was not pressed during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: one each 0030h lot 1708017 was received for evaluation. During visual inspection observed excessive blood on the device including the entire cable. The pencil was functionally tested and found to be performing within specifications and no self activation was found. Opened the pencil housing to examine the internal components. Found dried blood inside the nose of the pencil and next to the internal components. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis as no self activation was found.